Manufacturer narrative:
One device was returned for review in good condition. Service history review identified this device has not been in for service previously. Primary reported problem that device was under infusing was not duplicated. Delivery accuracy test passed. Patient data lost alarmed when turning on the pump, clock battery was expired. Main board to be replaced.

Event description:
It was reported that the pump was under infusing. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.